Event description:
It was reported that pump displayed altitude alarm and the customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided.. Customer treated high blood glucose with correction injection using multiple daily injections, while insulin delivery on pump remained suspended due to alarm. Technical support advised customer to clean speaker holes, remove and reconnect cartridge, and then load new cartridge when insulin could not be resumed, after which altitude alarm did not recur and pump resumed normal operation.